Event description:
Boston scientific received info that this right atrial (ra) lead was surgically abandoned during a device upgrade procedure due to increased pacing thresholds and pacing impedance measurements greater than 2,000 ohms. A new ra lead was successfully implanted. No adverse pt effects were reported. At this time, the lead has not been returned to boston scientific for analysis. There is no add'l info available. If further info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.